Event description:
The subject heart/lung perfusion pack was set up for use in surgery. When the cardioplegia pump segment was first exposed to arterial line pressure, the line ruptured outside the pump raceway an leaked prime. The user replaced the line and continued with the procedure without further problems. The user subsequently discovered a spiraling cut about 3.5 inches long in the silastic tubing. No pt injury resulted. The user was unsure whether the problem resulted from a defect with the tubing or with something they did during setup.

Manufacturer narrative:
A.2, a.3, a.4) unk. Three attempts were made to obtain this info. User was unable to provide this info. H.6) tubing MFR evaluated eturned tubing for visual and dimensional flaws and found no problems to explain rupture. The cause of failure connot be determined.